Event description:
It was reported that during a percutaneous transluminal coronary angioplasty stent procedure, the stent was advanced beyond a previously implanted stent, contrary to instructions for use. Upon inflating to deliver the stent the distal end of the delivery system inflated larger then expected causing vessel over-sizing, resulting in cardiac tamponade. A pericardial tap and drain was done. During this procedure the patient experienced hypotension and ventricular fibrillation resulting in intubation, cardiopulmonary, cardioversion and multiple drug administration. The vessel was repaired with extended inflations with a perfusion balloon and then additional stents were then placed to repair the vessel. Patient was reportedly extubated the next day and is doing well.